Event description:
It was reported by repair work order the side rail could not remain latched due to damaged locking spindle and top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.